Manufacturer narrative:
It was reported that the handle cover disengaged from the visum led 2 light. The cover was returned to stryker flower mound. After investigation, it was determined that the o-ring, a component of the visum led light handle assembly, was missing and that the cover itself functioned as intended. It was also confirmed that the handle was verified to be manufactured correctly. The visum led light handle o-ring forces the cover into position so it correctly latches. The missing o-ring is the root cause of the failure. Additionally, when the initial emdr was filed, it was filed under the registration number of (B)(4) and is correctly filed in the supplemental with the registration number of (B)(4).

Event description:
It was reported that the handle cover allegedly fell off on to the surgical field and the procedure was discontinued. There was a reported cut for insertion of a catheter to the patient and the incident is being investigated.

Manufacturer narrative:
It was reported that the handle cover allegedly fell off on to the surgical field and the procedure was discontinued. There was a reported cut for insertion of a catheter to the patient and the incident is being investigated. Once the investigation is complete, a supplemental will be filed.

Event description:
It was reported that the handle cover allegedly fell off on to the surgical field and the procedure was discontinued. There was a reported cut for insertion of a catheter to the patient and the incident is being investigated.